Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# v053450, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins). It was reported that the patient had a lead revision several years ago because their lead broke. No patient symptoms or further complications were reported as a result of this event.